Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 50j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was in the hospital prior to passing. Review of the download data, indicates the patient received five shocks in response to oversensing of low cardiac signal and CPR artifact. The patient was in asystole/asystole with CPR/motion artifact at the time of the first, second and third treatment shocks at 10:31:05, 10:31:32, and 10:34:39, respectively. The patient's post shock rhythm was asystole with CPR/motion artifact for the first and third treatment shocks and asystole with CPR/motion artifact and intermittent cardiac activity for the second treatment shock. The patient was in an idioventricular rhythm at 40 bpm with and without pvc's for the fourth and fifth treatment shocks at 10:35:05 and 10:35:52. The patient's post shock rhythm was asystole for the fourth treatment shock and an idioventricular rhythm at 50 bpm degrading to asystole for the fifth treatment shock. The response buttons were pressed prior to the treatment event, but not during the detection sequence that resulted in the treatment shocks. The patient was in an idioventricular rhythm at 90 bpm slowing to an idioventricular rhythm at 20 bpm with CPR/motion artifact. Pacemaker spikes and electrode lead falloff from approximately 10:38:45 until the device was shutdown at 11:14:09 on (B)(6) 2020. The patient passed away on (B)(6) 2020. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.